Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that during an intraocular lens (iol) implant procedure, the plunger passes over the lens when lens was advanced and lower haptics was broken. There was no patient contact and impact.

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. The product was returned for analysis. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned. A split is observed on the nozzle tip. The complainant indicates the use of non company 1.8 percent as a viscoelastic which is not qualified for use with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).